Event description:
Laparoscopic cholecystectomy - "while tightening the 5mm bag, the string popped and the bag went back into the abdominal cavity. On closer inspection the string appeared to be frayed. Had to remove the specimen with bag with graspers." Type of intervention: "incision had to be made bigger in order to allow for specimen and bag." Patient status: "stable."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. Previous tests have shown string breakage when excessive force and manipulation is used to remove the specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.